Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, and displacement test. However, unit alarmed compromised force sensor system during basic occlusion due to slightly loose drive support disk. Unit was received with corroded battery tube, cracked case at display window corners, and battery tube threads. Unit was also received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump kept alarming compromised force sensor system. Customer's blood glucose level was 434 mg/dl. The customer was going to treat her blood glucose level with a manual injection. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.